Event description:
It was reported that during an unknown procedure, the surgeon was unable to fire the reload. The reload jammed upon firing. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2024. D4: batch #655c61. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received partially fired 1/3 with an open package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Additionally, photo was provided and it showed a labeling with product code of a gst60d with lot number 697c69, expiration date of 2026-10-31 and a barcode. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 655c61, and no non-conformances were identified. Additional information was requested and the following was received: 1. Did the device lock-out (no staples deployed and no cut line started)? Ans: yes. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Ans: unable to fire at the very beginning. 3. Or, did the device fully fire and stop during the automatic knife return? Ans: unable to fire at the very beginning. 4. Was there any difficulty opening the device? Ans: no. 5. If yes, how was the device removed from the patient? Ans: n/a. 6. If yes, did the jaws eventually open? Ans: surgeon and ot sister are unsure. 7. Is the current patient status known? Ans: surgeon and ot sister are unsure. 8. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Ans: no, they have used a different reload that worked to complete the surgery. 9. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) ans: answered by the surgeon and ot sister. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.